Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a disconnected "transfer segment" which resulted in leak. This was observed during a self-check by the patient. There was no report of patient injury; however, the patient was given prophylactic antibiotic treatment. No additional information is available.